Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported device shows the error: ' cassette not attached properly. Reattach cassette.' Alarm.'' The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump had a bubbled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm: downstream occlusion, high alarm: upstream occlusion, and high alarm: cassette not attached properly. Functional testing did not duplicate the customer reported issue. During the functional test, the device passed all tests without any issues. However, due to the alarms found in the event log, it was recommended to replace the dso sensor and uso sensor. The dso and uso sensors were replaced, along with the dso and uso seals.